Event description:
It was reported that the patient experienced extracardiac stimulation. Re-programming was carried out. The right atrial (ra) lead and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.